Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp- the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #46 for approximately 1 year. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture : screw). July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available.

Event description:
It was reported that a screw fractured and was removed. The patient will not have to return to complete the surgical procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.